Event description:
It was also reported, the programmer will not start up. The programmer was returned for repair.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer would not boot up. All of the peripherals were disconnected from the programmer, but that did not resolve the issue. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found the programmer screen could not be read due to the lines on the screen. Analysis also found the tip of stylus pen is loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.